Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after experiencing an occlusion alarm following a recent supply change. The patient reported using a teflon infusion set with tubing and indicated that the occlusion alarm occurred approximately an hour prior, during which insulin delivery was not resumed. The patient stated that blood glucose levels had risen into the 300 mg/dl range before decreasing and then receiving the occlusion alert. All supplies were changed, and no issues were observed with the removed infusion set. Insulin delivery was resumed, and the patient was advised that it could take up to 90 minutes for blood glucose levels to decrease. The patient reported that blood glucose was currently 230 mg/dl and would call back if levels did not improve. Blood glucose levels were affected, with a highest reported value of 320 mg/dl for a duration of a couple of hours. No back-up therapy, ketone testing, steroid use, professional medical intervention, additional assistance, or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.